Manufacturer narrative:
At this time, this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement and several noise episodes. The impedances were within normal limits upon follow up. The noise was able to be recreated with isometrics and arm movements. A lead revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This lead was received in the returns laboratory and analysis was completed. This lead was found to be electrically continuous. The lead behavior was attributed to lead insulation damage in which the conductor was exposed.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed as additional information was received confirming this lead has been explanted due to the previously reported noise, low pace impedance measurements and muscle stimulation. No additional adverse patient effects were reported.